Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced repeated low glucose events with documented glucose values of 55 mg/dl while using the ilet and had been stacking meal announcements to correct high glucose documented at 307 mg/dl. Including announcing additional ¿meals¿ when glucose did not decline within 15 minutes; the device component involved was the user interface, and the medical device problem was classified as improper or incorrect procedure or method. No adverse clinical symptoms associated with hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, specifically use of meal announcements for correction, which risks subsequent hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.